Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va25xl2, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor on (B)(6) 2020. The patient reported issues with the incision, they stated that since implanted the area where the leads were inserted (right side of the implant) had been leaking. They stated it seemed like dried up blood, not pussing and the doctor's office was not worried about it. They stated they used gauze over the area multiple times a day. They mentioned the area was achy/sore, but it was almost finally resolved. They were redirected to their healthcare provider for further assistance. There were no device issues reported. On (B)(6) 2021 additional information was received from the patient who said that they developed a surgical infection and received a replacement system on (B)(6) 2021.